Event description:
The subject single chamber pacemaker was implanted on (B)(6) 2016 with good ventricular threshold value (0.3v at 0.5ms). Reportedly, the patient underwent an ablation on (B)(6) 2016. Therefore, the pacemaker was reprogrammed in voo mode during the procedure, with an output of 3.5v. However, it was reported that the pacemaker did not pace when needed during the procedure.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject single chamber pacemaker was implanted on (B)(6) 2016 with good ventricular threshold value (0.3v at 0.5ms). Reportedly, the patient underwent an ablation on (B)(6) 2016. Therefore, the pacemaker was reprogrammed in voo mode during the procedure, with an output of 3.5v. However, it was reported that the pacemaker did not pace when needed during the procedure.